Event description:
During the shift check, after the patient's use, the driveshaft of the autopulse platform (sn (B)(6)) will not rotate to the home position. The platform did not display any user advisories. No patient involvement.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.